Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) post "I work for a small hospital and do not see a lot of issues with PICC's but in the last year or so we have had 2 patient who returned with a piece of the guide wire left in. Both of these PICC's were placed by the same person. It was a double lumen bard powerpicc. I was just informed that the wire is 13 cm long." This report addresses the second patient.